Manufacturer narrative:
Section h10: (h3) the evaluation of the revision was likely the result of eccentric wear of the polyethylene liner. However, this cannot be confirmed as the explanted devices were not available for evaluation. Concomitant: (cn: 142-36-03, sn: unk) 36+3.5 cocr femoral head.

Manufacturer narrative:
Concomitant: (cn: 142-36-03, sn: unk) 36+3.5 cocr femoral head.

Event description:
As reported, approximately 8 years postop the initial tha, a (B)(6) female patient was revised due to worn groupe 3, 36 lipped gxl liner and a 36, +3.5cocr femoral head and replaced the devices. It was also noted that the patient had osteolysis. Patient was last known to be in stable condition following the event. The devices will not return due to facility policy of sending devices to pathology.